Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unspecified procedure, the twinfix ultra suture anchor failed, during the attempt to screw the anchor, the distal part of the screwdriver that holds the screw fixed came off, making the product no longer usable. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.